Manufacturer narrative:
Insulin pump received with operating currents within specifications. Unit passed the rewind, basic occlusion, prime and displacement test. Unit was received stuck in the motor error loop during bolus and basal delivery. Unable to confirm e alarm due to erased history file. The motor was tested outside the device and passed. The motor may have intermittent failure that was not detected during testing. Unable to perform a error test, occlusion test and excessive no delivery test due to motor error alarms. Unit received with scratched lcd window.

Event description:
Customer reported via phone call that their blood glucose readings were 400 mg/dl. Customer stated that they changed the battery and the insulin pump is not working. Customer mentioned receiving a motor error alarm. Troubleshooting was performed and the drive support cap was noted to be normal. Customer was able to rewind the pump and the insulin pump passed the displacement test. Insulin pump is being replaced.